Manufacturer narrative:
The reported one 4.5 endoscopic cannulated drill bit, intended for use in treatment, will not be returned for evaluation. Without the reported product, a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during use. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the drill bit tip broke off in the femur. X-ray was performed and the broken piece was removed with the grasper under the x-ray guidance. The device was discarded due to the contamination. No patient injuries reported. Unknown if there was a delay, if backup was available and how the issue was resolved